Manufacturer narrative:
On 8/7/17 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - during investigation the following was observed: evaluation verified customer information as valid. The pressure of the locking mechanism is too low. Small parts are worn. Marked with individual item number. Device history evaluation - no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Conclusion: failure analysis to identify root cause confirmed complaint event. Upon incoming analysis device failed functional testing, loose clamping. (B)(4) service center identified worn parts and replaced them. Root cause most likely wear and tear.

Event description:
Customer reports to small locking force in the locking mechanism. Arms are moving under tissues pressure of patient.